Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed for continuous delivery an unspecified volume of lactated ringers and 5% dextrose, with a rate of 125ml/hr, and the delivery was started. No further programming parameters were provided. It was reported the duration was for 12 hours. After an unspecified length of time, the homecare pt reported the device powered off without an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects or reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the mfg facility. The device history indicated that the pump continued to be in use after the reported date. All data from the reported event date of (B)(6) 2010 was overwritten by the newer info. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).